Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had drainage from the implantable neurostimulator (ins) incision site. The neurosurgeon performed a washout of the area and the patient was able to go home following surgery. There was no widespread infection detected during the washout. The patient had been cleared to start stimulating and no additional problems had been observed at the incision site.